Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and hydromorphone at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's pump had been shifting. She thought the "point of the pump" was turned inwards towards her abdomen because she swore she could feel a point jutting into her and every time she bends down she felt like "there is a metal shard in her abdomen." She stated that her wheelchair flipped out of an elevator in (B)(6) 2019 and since then the area around her pump has been hurting, but she was "getting used to it" and her doctor was aware. No further complications were reported.